Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and eleven months post filter deployment, computed tomography (CT) revealed that the inferior vena cava demonstrated a vena cava filter below the level of the renal veins. One month later, fluoroscopy study showed that there was an inferior vena cava filter present to the right of the l3 vertebra. After two years and eight months, computed tomography demonstrated that the filter legs were penetrated the inferior vena cava into the pericaval soft tissues. Subsequently five months later, another fluoroscopy study showed an inferior vena cava filter to the right of the midline. Seven months later, computed tomography (CT) revealed that the superior extent of inferior vena cava filter l1-l2 disc space and inferior extent of the filter at the lower body of l3. Approximately six prongs have perforated the inferior vena cava with maximum distance of 18 mm with the prong extended into the duodenum. One of the prongs of the filter was in contact with the adjacent abdominal aorta. After five months, patient had multiple CT scans and recently was shown to have the filter struts through the inferior vena cava (ivc) wall. Eight months later, patient presented with left sided abdominal pain. Subsequent computed tomography (CT) revealed that there was an inferior vena cava filter present and at least two of the filter legs appeared to have penetrated the medial wall of the inferior vena cava. Eventually, six months later, another computed tomography (CT) demonstrated that there was an infra renal inferior vena cava filter noted with at least six of the filter legs penetrated the anterior, medial, and posterior walls of the vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.